Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the oxygen (o2) cell ask for re-calibration. The user calibrated prior to case and twice during the case, the o2 cell asked for re-calibration. The perfusionist re-calibrated the first time and the second time they used manual controls to finish case. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) copied the data logs from the system and verified the oxygen (o2) agreement messages. The o2 cell currently reads 41,232 % hours. The system was due for inspection this month. The fsr installed a new o2 cell as a corrective measure and replaced filter inspection of system with new o2 cell. The unit operated to manufacturer specifications and was not returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.